Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that occasionally had to press graph button multiple times for the insulin pump to respond, had unexplained no delivery alarms and had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive left, middle buttons due to flattened dome switch. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self-tests, sleep current measurement, active current measurement or verify no delivery, failed battery test alarms due to unresponsive keypad. (B)(4).